Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The patient presented to the ER with chest pain and shortness of breath. The initial result was 0.9 ng/ml at 10:30 p.m. This result was reported outside of the laboratory. The patient was treated with heparin. While the patient was in the ER, she also received lorazepam, metoprolol, aspirin and zofran on (B)(6) 2019 at 12:43 a.m. A new sample was obtained and the result was < 0.01 ng/ml. The original sample was repeated at 1:23 a.m. And the result was < 0.01 ng/ml. Following these results, the patient was discharged. The patient was not adversely affected due to the heparin treatment. There was no adverse event related to the device results. On (B)(6) 2019 the patient saw her primary care physician for follow-up testing. The troponin t result was normal at this time. The actual result was not provided. The patient did not receive any further treatment. The troponin t stat reagent lot number was 36573300. The expiration date was not provided. The field service engineer (fse) visited the customer site and a cause was not identified. Probe adjustments and instrument performance testing passed. The fse replaced the measuring cell as it was due for replacement. The instrument was operating within specification. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.